Event description:
Pt. Receiving potassium via IV piggyback. The infusion rate was programmed to 50 cc/hr, but later it was noted that the bag was empty, although pump read 25 cc still left to infuse. The brain and pump channel were changed, magnesium was hung and it free flowed into patient once again even though pump was programmed to 20 cc/hr.